Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds being saturated. Additional malfunctions were saturated pvc tubes, leaking at the hose clamps, and leaking at the tywraps.